Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During completion of a routine home hemodialysis treatment, as the operator was returning the patient's blood, arterial air alarms occurred which could not be resolved. Treatment was terminated without completing rinseback, which resulted in a blood loss of approximately 140cc. No medical intervention was required.

Manufacturer narrative:
The arterial air alarms were most likely caused from air introduced as the operator re-configured the cartridge lines for rinseback. There is no evidence of a device malfunction. The user's guide provides adequate instructions for troubleshooting air alarms and initiating rinseback. Nxstage reviewed the reported blood loss with the patient's facility. Nxstage considers this report closed. No additional information will be provided.